Manufacturer narrative:
A returned product analysis indicated that visual inspection of lead sc-2218-50e ((B)(4))revealed that the lead was cut approximately 12 inches from the distal end and could not be tested. Proximal end was not returned. Visual inspection also revealed after cutting, electrode #8 was pulled forcefully. This fractured the spacer between electrode #8 and #7 and pulled electrode #8 and the multi lumen outer tubing away from the cables, resulting in exposed cables. There is no blood or tissue on the exposed cables which would suggest the pulling damage occurred in the patient's body. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. Inspection of lead sc-2218-50e ((B)(4))revealed lead was cut approximately 7 inches from the distal end and could not be tested. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2218-50e (B)(4). Description - st linear trial lead with pre-loaded 0.014 inch stylet - 50 cm

Event description:
A report was received that during a routine explant of the trial leads the physician discovered that one of the leads was fractured.

Event description:
A report was received that during a routine explant of the trial leads the physician discovered that one of the leads was fractured.